Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a defect caused by a stain adhered to the electric contact of the system. The event can be prevented by following the instructions for use which state: the instruction manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laparo - thoraco videoscope had no image. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.